Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose level was elevated (600 mg/dl). Customer was placed on manual insulin injections by health care provider. System check could not be performed with tandem technical support as the event occurred in the past.